Manufacturer narrative:
The device has not returned as it remains in-situ. If any additional information is provided, a supplemental report will be submitted.

Event description:
A report was received on (B)(6) 2021 indicating an expired cage was implanted into a patient. No revision surgery scheduled at this time.